Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following section has been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. An unknown screw was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fracture on the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Pre-existing conditions were noted on the per is bruxism. The reported device was located on tooth 34 (fdi) and was used for approximately 4 years. Device history record (DHR) review could not be performed, as the lot number associated with the reported unk screw product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information unknown screw. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Following product evaluation, screw fragment was also identified in the implant's drive feature.